Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner. (B)(4).

Event description:
The customer reported via phone call that she had a scratch on the pump screen. Customer's blood glucose was 171 mg/dl. Customer stated that she was not able to read the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.